Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is getting group japan co., ltd. Tokyo office. Due to character limitation in e1 for event site city, the full event site city 3-9-2 tatsumi, koto ward. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during internal inspection that the cardiosave intra-aortic balloon pump (iabp) touch panel did not respond well. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8,g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. Corrected fields: h6 (problem code). A getinge field service engineer (fse) went to the site and observed touch screen was not responding well. Touch screen assembly 12.1" was replaced due to failure. Fse also replaced executive processor board, battery for alarm daughter board, pm screw kit, hinge cover as part of regular replacement.